Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v357570, implanted: (B)(6) 2009, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had been having issues on their right side of their face and had twitching in their right eyebrow. The right side of their face went up higher than the left side and these issues started a few years ago. The implantable neurostimulator (ins) battery was changed last year and over the last year the face twitching had gradually gotten worse. The patient had jolting a few months ago around the ins site. The patient turned the stimulator off for a few days and the shocking stopped. The patient turned the stimulation back on and the jolting had not happened again, it stopped. When the patient turned the stimulation off, they didn¿t notice a change in their facial symptoms. The patient was going to have an appointment with a neurologist about the face twitching and wanted to know if it could be related to their device. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.